Event description:
It was reported that during advancement of an embolization coil through a microcatheter, it was observed that the implant coil length appeared larger than indicated. The device was removed. No harm was reported.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the device to be a different size microplex embolization coil. The device was tested for electrical continuity and met specification. The remainder of the device was normal in specification. The root cause of this complaint can not be determined. This is a rare occurrence. We will monitor this complaint type for trends. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.